Event description:
It was reported the patient had a lead revision on (B)(6) 2012. The reason for the lead revision was not reported. During the revision, the health care provider had issues with the set screw and securing the lead in the connector block. A subsequent lead revision was required on (B)(6) 2012. During that revision, it was discovered the lead was not connected to the device. The ins was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 309328, lot# 0205591869, serial#, implanted, explanted (B)(4).

Manufacturer narrative:
Analysis of neurotransmitter model# 3058, serial# (B)(4), showed the set screw on the connector block of the implantable neurostimulator (ins) was backed out too far during surgery. The set screw was able to be tightened down onto a known good lead and had good stable output on all electrode pairs.